Event description:
It was reported that the rx vision stent was pulled off the balloon by the technician upon opening. The stent was inside the orange cover. There was no reported injury and no additional information available.